Manufacturer narrative:
The reason for this revision surgery was to remedy a loose tibia after 9.9 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the hospital. A review of the device history records showed one non-conforming material report associated with this product, one part of 17 was dispositioned for a ding and was scrapped and not used in the lot. A review of the product complaint report history shows this is the third complaint for this part number: one due to pain, and one due to infection. This is the first complaint for this lot number. The root cause for the loose tibia was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: the pt had a loose tibia.